Event description:
A 53-yr-old female who sustained antero-apical infarction & was treated. An atherectomy of the lad region was done, however, apparently the atherectomy device cut off a wire in the lad & a 4 cm or so segment lodged near the apex of the heart. The pt became hemo-dynamically unstable & a iabp was inserted. The pt was then sent to or for wire removal. Pt tolerated the surgery without complications and was sent to surgical heart unit in stable condition.